Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
PICC line was inserted on (B)(6) 2022 at 1430 line was infusion and in good place post insertion. Night bedside rn found line was leaking and hub was cracked during one of her line checks, line was replaced with a new PICC line on (B)(6) 2022 at 2345.